Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of sleeve detached. H11: the returned sensor wire was analyzed, and upon magnification it was observed that the distal tip was torn. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of sleeve detachment and polytetrafluoroethylene (ptfe) peeled could not be confirmed as the sleeve detachment and ptfe peeled were not identified during analysis of the returned device. The device analysis identified distal tip torn. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to distal tip torn. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for reported sleeve detachment based on the analysis results. Based on analysis results and complied information, an investigation code of adverse event related to procedure was assigned to this investigation for the observed finding of distal tip torn.

Event description:
It was reported that during the percutaneous nephrolithotomy procedure, 2.5cm proximal end of the guide wire was sheared off. It was further reported that the sleeve was detached, and the polytetrafluoroethylene (ptfe) coating was peeled. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that during the percutaneous nephrolithotomy procedure, 2.5cm proximal end of the guide wire was sheared off. It was further reported that the sleeve was detached, and the polytetrafluoroethylene (ptfe) coating was peeled. The procedure was completed with another of the same device and there were no patient complications reported.